Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Customer reported that a leak occurred between the texium site on the primary infusion set and the smartsite located on a y-site closest to the patient of a saline infusion set. Several mls of paclitaxel leaked as it was infusing (some of which leaked on the patient). The infusion was finished. No patient or staff harm reported.

Manufacturer narrative:
Correction on initial report.

Manufacturer narrative:
The customer¿s report of a leak was not confirmed. Inspection of the suspect and concomitant IV sets was unremarkable for damages or issues. Functional testing was performed and no leaking was observed at the connection between the texium luer on the suspect set and y-port on the concomitant set; or from anywhere on the set. The root cause of the reported leak was not identified.